Event description:
It was reported that a spectrum infusion pump constantly alarmed air-in-line during biomedical testing. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of constant air-in-line through review of the event history log, but did not reproduce it. The evaluation determined that the ultrasonic sensor was the failing component, with cracked traces, which is known to cause the reported symptom. The failed ultrasonic sensor was replaced.